Manufacturer narrative:
Analysis of the ins model# 97702, serial # (B)(4) found that the implantable neurostimulator (ins) passed functional testing, there was good/stable output and telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the reason for removal was normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient was experiencing paresthesia as stimulation was increased to control symptoms. It was reported the battery was replaced to allow high frequency stimulation. A follow-up was scheduled for (B)(6) 2018. It was reported the battery was replaced on (B)(6) 2017.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that the patient had is implant replaced with a new device for the ¿newer burst of technology.¿ the consumer reported that it was replaced because his previous implant gave the patient ¿too much stimulation where it was almost burning¿ and the side effect of tingling became too strong. The consumer reported that when they tried to reprogram him upon the patient¿s pain progressively got worse in his left hip they couldn¿t get the patient to a comfortable level. No further complications were reported.